Event description:
It was reported that during a prostate procedure, the fiber was not recognized. It was also reported that the fiber tip broke. No additional information provided. The procedure was completed using a second fiber. "No damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): conductive segment d on connector is missing; the post at location of segment d is missing; the tabs and cone of the connector appear in good condition; the fiber cap does not show signs of usage. Probable root cause: based on the product analysis results,the product complaint of fiber tip broken could not be confirmed; the complaint of " fiber not recognized" was confirmed; the probable root cause of the failure is: undetermined.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2014.